Event description:
It was reported that the pt's healthcare provider (hcp) recounted a story about another pt that died, due to an overdose, following the placement of a magnet over that pt's pump. No further details were provided. Add'l info was requested but not rec'd at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4)